Event description:
Facility has had several instances where the needle dislodged from the protective housing while the needle inserted in the patient. In one instance, this led to an infiltration of chemo. The facility is double steri-striping both sets of wings and using skin prep with the tegaderm, but the failure is still occurring.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.